Event description:
It was reported in a general comment that the side port of the copilot bleedback control valve could not connect to stopcocks and other threaded items for trial. There was no device use or patient involvement. There was no clinically significant delay in the procedure.

Manufacturer narrative:
B3 - estimated date of event. D4 - lot # is unknown. The device was not returned for analysis. A review of the lot history record and similar incident review of the reported lot could not be conducted because the lot number was not provided. It is possible that the devices were not properly aligned and/or not fully connected/tightened resulting in the reported difficulties; however, this could not be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.